Event description:
It was reported that multiple non-sustained ventricular lead noise episodes were recorded. Myopotential oversensing or lead damage were suspected. The pacing lead impedance trend revealed varying measurements. The device and lead were explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise was not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The cause of the reported noise could not be determined.